Manufacturer narrative:
Plant investigation: the tracking information for the shipping label provided to the customer indicates that the sample was never returned. A physical evaluation could not be performed. The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cycler set cassette after completing pd treatment. The event was not reported by the patient at the time of the event. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported that the patient did not receive any alarm from the cycler at the time of the event. It is unknown at which point in therapy the leak may have begun. The source of the leak is a crack on the cassette. There was no fluid leak observed within the cycler. It was reported that treatment was completed with cycler. There was no damage observed on the cycler set and there was no fluid leak observed from the solution bag. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The cycler set used by the patient is available. A sample return kit was shipped to the customer so they can return the reported cycler set to the manufacturer.